Event description:
The customer obtained a falsely elevated active b12 (holotranscobalamin) (ab12) patient result on the atellica im 1600 analyzer with serial number (B)(4) and reported the result to the physician(s). The customer noticed the ab12 result units were set incorrectly by the operator and decided to perform repeat testing on an alternate atellica analyzer. The customer considered the repeat result correct and issued a corrected report. There are no reports of patient intervention or adverse health consequences due to the falsely elevated ab12 result.

Manufacturer narrative:
An outside of the united states (ous), customer contacted the siemens customer care center (ccc), to inform a shift in active b12 (holotranscobalamin) (ab12), quality control (qc), and patient results. During troubleshooting, the customer observed some results that displayed 300 ng/l, qc level 1 and 2 were 3 standard deviations, and the analyzer was set with incorrect result units (ng/l) and a conversion factor of 2.27 for the ab12 assay. The customer confirmed the oversight was due to an operator error, as the result units and conversion factor were meant for a different assay and method. Siemens assisted the customer with changing the ab12 result units to pmol/l and removing the conversion factor. The customer recalibrated the ab12 assay and ran qc. The customer confirms the atellica im 1600 analyzer is operational and performing as expected. No further evaluations were required.